Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted wedge resection procedure, the reload jammed up after firing and unable to release from the tissue, because the jaw mechanism to open was not functioning. To resolve the issue another handle was opened and used multiple reload to fire around the tissue to be enable to removed the stuck device.